Event description:
The home patient's (hp) caregiver (cg) called and stated that hp is way overfilled and is having trouble breathing. Cg stated that no drains were bypassed and there were no ldv alarms. Tsr had the hp sit up to drain, and hp drained out 3269ml. The fill volume (fv) =2000ml, so this was an actual iipv. The technical service representative (tsr) arranged to have homechoice (hc) swapped for further investigation. The tsr advised the cg to call the nurse (rn) as soon as possible regarding the increased intraperitoneal volume (iipv) and let the rn know exactly how much solution was pulled out. Tsr stressed the importance of cg calling the rn regarding this. The tsr then assisted cg with ending therapy early.

Manufacturer narrative:
(B)(4). Follow-up information on the device evaluation well be sent if it becomes available.